Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered resistance and stent opened in a ¿fish mouth¿ shape. The patient was undergoing surgery for treatment of an unruptured, amorphous aneurysm located on the left internal carotid artery ophthalmic artery with a max diameter of 7 mm and a 3 mm neck diameter. It was noted the patient's distal landing zone was 3.6mm and proximal was 3.5mm. The vessel tortuosity was moderate. It was reported that the microcatheter was delivered to the m2 segment of the middle cerebral artery, and the stent was deployed. The stent¿s tip end opened at the m1 segment in an unsatisfactory ¿fish mouth¿ shape. The stent was retrieved and redeployed, but even after pushing the stent at the end of the internal carotid artery, it still could not be opened. It was considered that the stent tip end was damaged, so a 350-25 stent was used instead. Resistance was encountered at the catheter's hub. The pipeline became stuck during delivery and the physician did not release the load (slack) in the system in an attempt to resolve the issue. The pipeline used for an approved indication (on-label). There was not any catheter or push wire damage in this event. The pipeline and accessory devices prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices includes a neuronmax 90cm sheath, heartcare 6f115, guide catheter, xt-27 microcatheter and synchor guidewire.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex braid was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex braid was found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. Additional information received reported that the pipeline was placed in a bend when it failed to open. The customer indicated that vessel tortuosity was moderate. Which eliminates this factor out as potential causes. Additionally, the pipeline flex could not be confirmed to have resistance in catheter hub as the pushwire was not returned for analysis. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline was placed in a bend when it failed to open. There was an attempt to retrieve and re deploy the stent but the tip still did not open properly. The cause of the resistance occurred because when the stent was inserted into the micro catheter hub, the protective shield was not tightly aligned with the hub.